Event description:
It was reported that the arctic sun device stopped cooling because it was getting unstable patient temperatures. S/n (B)(6). Had nurse check event log. Alarm 15 (unable to obtain stable pt temp) and 50 (pt temp 1 erratic) in event log. Esophageal probe in place. They were waiting to check confirmation. Therapy started about 30 minutes ago. Asked nurse to monitor patient temperature. The alarms may be where they recently initiated therapy and temperatures are stabilizing. If alarms continue replace temperature in cable and/or esophageal probe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Had nurse check event log. Alarm 15 (unable to obtain stable pt temp) and 50 (pt temp 1 erratic) in event log. Esophageal probe in place. They were waiting to check confirmation. Therapy started about 30 minutes ago. Asked nurse to monitor patient temperature. The alarms may be where they recently initiated therapy and temperatures are stabilizing. If alarms continue replace temperature in cable and/or esophageal probe. A DHR review is not required as the serial number is unknown. The serial number for this investigation is unknown. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device stopped cooling because it was getting unstable patient temperatures. S/n (B)(6). Had nurse check event log. Alarm 15 (unable to obtain stable pt temp) and 50 (pt temp 1 erratic) in event log. Esophageal probe in place. They were waiting to check confirmation. Therapy started about 30 minutes ago. Asked nurse to monitor patient temperature. The alarms may be where they recently initiated therapy and temperatures are stabilizing. If alarms continue replace temperature in cable and/or esophageal probe.